Manufacturer narrative:
E1 initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31137676l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(6).

Event description:
It was reported that a patient underwent a cardiac ablation procedure using thermocool smarttouch sf catheter. After the procedure, the patient experienced cardiac tamponade that required surgical intervention. First, ngen monitor did not start up, the procedure was carried out and completed with only one monitor. Approximately 4 hours after the procedure, cardiac tamponade was identified in the ward. The treatment was performed in the ward. Surgical procedures were performed. No abnormalities observed prior to or during use of the product. Physician's opinion on the cause of the adverse event was unknown. The physician stated that "any catheter could have caused this event". The patient improved but did require extended hospitalization. No steam pop occurred. No transseptal puncture was performed.